Manufacturer narrative:
Steris made multiple offers for in-service training on the proper operation of the loading cart however a response has not been received from the user facility.

Event description:
The facility reported that a loading cart became stuck while the cart was being placed into the sterilizer. The operator pushed on the cart to free it, causing the cart to fall off the track. She attempted to catch the cart at which point her hand became pinned between the loading cart and the carriage assembly. The employee sought treatment from a physician who treated her for a scrape on her hand. The cut was covered with an antibiotic salve and she was prescribed the antibiotic augmentin for ten days. The employee did not miss any work. She followed up with the employee nurse, who deemed her injury did not warrant any further treatment.

Manufacturer narrative:
A steris service technician inspected the sterilizer and cart and articulated the transfer cart in and out of the unit several times without fault. The sterilizer rails were inspected and no damage was found. The technician was unable to duplicate the incident reported by the user facility. The facility has had no problems with the cart or sterilizer since the last service visit.the unit is under steris service/maintenance contract and was last serviced in 2009. Inspection of the equipment indicated that this incident occurred due to user error as steris recommends a visual check of alignment prior to placing the cart in the sterilizer. Steris will offer the user facility an in-service training in the proper operation of this equipment.